Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer subject of the reported event. The steris technician inspected the washer and found it to be operating per specifications. No repairs were required, and the unit was returned to service. Through discussion with user facility personnel, the technician learned that the employee subject of the reported event attempted to reposition a tray inside the chamber while the chamber door was closing. The obstruction bar came down and contacted the employee's hand, subsequently causing the reported event. The amsco 7053l operator manual states, "if an obstruction is present in the chamber door, do not attempt to remove the object." The technician counseled user facility personnel on proper loading techniques and safety operation protocols. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a hand injury while loading an instrument rack into their amsco 7053l single-chamber washer/disinfector. The employee sought medical treatment and was cleared by the doctor to return back to work.